Manufacturer narrative:
The device in this report is associated to the event reported under manufacturing report number 1016427-2018-01272. This event is reported by cordis as an importer but the entire report was completed for purposes of transmitting the report.

Event description:
The physician deployed the first elunir stent (2.5x12) in the mid circumflex artery and while trying a pass a 2.5x24 elunir stent, he managed to strip the second stent off the catheter. The two stents were both retrieved with a snare. The patient is stable not with a partially open circumflex. The devices will be returned for analysis. The patient subsequently had bypass surgery and is doing fine. The physician did not post dilate the first stent, after stent placement. The stent placement was over a bend. Both the lad & circumflex had substantial disease through out. He then wanted to stent the distal circumflex artery. The circumflex before the intervention had about 70% blockage. The target lesion was not successfully treated, and the patient was in stable position. The length of the lesion was at least 36mm and the physician went in with a 2.5mm stent. The site was predilated and there was diffuse disease. The stent was not manipulated during prep. The stent that was dislodged wasn¿t manipulated during prep. The wire was a 6fr guide jl4, but the brand is not confirmed but it was maybe by cordis. The balloon wasn¿t partially inflated. A 6fr sheath (unidentified brand was used). The inflation device was in the negative position while being advanced and removed. The patient had presented as with an st elevation myocardial infarction (stemi).

Event description:
Please note that this is a follow up correction to a previously submitted importer report. Upon clinical review, the previously reported event of stent dislodgement was re-evaluated and it was determined that there was no malfunction of this device and therefore no serious injury. Therefore there is no event that meets the definition of a serious injury as per of the medical device regulation and no event involving this device that required submission of a medwatch report. No further information is available and no further reports will be forthcoming. This medwatch is being filed by cordis as the importer of the (elunir stent) in accordance with sec. 803.40 governing importer reporting requirements.